Event description:
Covidien received info stating that the touchscreen on an 840 ventilator was not working. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the device and replaced the touchframe printed circuit board (pcb). The cse also replaced the o2 sensor to repair a leak. The cse then replaced the analog interface (ai) pcb. The cse then ran the required calibrations and testing. The ventilator failed the air flow test in the performance verification test. The cse then replaced the air inspiratory flow sensor. They completed performance verification and the device passed all tests.

Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The repair is anticipated but not yet completed.